Manufacturer narrative:
(B)(4). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters: within 10 minutes: 20.1 mmol/l (mobile) and 5.1 mmol/l (mobile) and within 10 minutes: 5.9 mmol/l (aviva) and 12.8 mmol/l (mobile) no adverse event reported. Return of suspect device was requested and replacement was sent.